Event description:
Revision completed due to significant scarring and had poor quad function. Patient has had multiple surgeries. Patient had a tc3 rp revision placed in (B)(6) 2018, which many items were removed and converted to distal femoral replacement on (B)(6) 2021(femoral sleeve and stem were retained). Femoral side was revised and joint line was elevated to try to adjust patella position and improve quad function. Femoral side was uncemented. No patient harm was occurred. No surgical delay was reported. No additional information was received. Doi: (B)(6) 2018, dor: (B)(6) 2022, affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative:

Event description:
Additional information received: 1. Was there any indication the femoral component was misaligned? 2. It was indicated that der was submitted on the 2021 surgery. Can you please provide the complaint number? 3. Please confirm if the patella was implanted or native. Answers: 1. No. 2. No. 3. A 960100 lot 9034143 was implanted in the revision in (B)(6) 2021. It was left in place at this last revision.